Manufacturer narrative:
Concomitant medical products: 4574 lead implanted: (B)(6) 2011, 419488 lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced due to infection. During the explant procedure, the right ventricular (rv) lead became fractured and was dissected in half leaving the right ventricular coil free in the superior vena cava (svc). The coil was successfully retrieved and removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.